Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a colonic stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture due to colonic cancer. The stricture was 8cm in length and located within the sigmoid colon. The patient anatomy was noted to be normal. During the procedure, the stent system was advanced through the endoscope to the target site. The stent placement was not performed under x-ray visualization as the physician determined that the stricture was not tight and could be transversed by the endoscope. The stent was deployed in the desired location. However, when the nurse withdrew the delivery system, the tip of the catheter became hooked on the stent. As a result, the stent was dislocated from the sigmoid colon to the rectum. The physician removed the stent from the rectum with his finger. The complainant confirmed that the outer sheath of the delivery system was closed to the tip prior to withdrawal of the delivery system. The complainant was unable to confirm whether the stent was properly expanded prior to removing the delivery system; however, it was noted that the stent was expanded following removal from the patient. The procedure was not completed due to another reason. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a colonic stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture due to colonic cancer. The stricture was 8cm in length and located within the sigmoid colon. The patient anatomy was noted to be normal. During the procedure, the stent system was advanced through the endoscope to the target site. The stent placement was not performed under x-ray visualization as the physician determined that the stricture was not tight and could be transversed by the endoscope. The stent was deployed in the desired location. However, when the nurse withdrew the delivery system, the tip of the catheter became hooked on the stent. As a result, the stent was dislocated from the sigmoid colon to the rectum. The physician removed the stent from the rectum with his finger. The complainant confirmed that the outer sheath of the delivery system was closed to the tip prior to withdrawal of the delivery system. The complainant was unable to confirm whether the stent was properly expanded prior to removing the delivery system; however, it was noted that the stent was expanded following removal from the patient. The procedure was not completed due to another reason. There were no patient complications as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been fully deployed from the device and the distal handle had been retracted to approximately 60 mm distal to the distal end of the proximal hub handle. This indicates that the outer sheath had not been moved distally so that it was flush with the tip for removal of the device. Examination of the stent holder found no issues. The inner shaft was kinked just proximal to the stent holder. The clear outer sheath was kinked at several locations along its length. The stainless steel shaft was kinked at approximately 60 mm distal to the distal end of the proximal hub handle. A visual examination of the returned stent found stent wire damage at both ends of the stent. The stent damage most probably occurred as the stent was being removed from the patient. The outer sheath was unable to be moved proximally past the kink in the stainless steel shaft. The outer sheath was dissected longitudinally and no issues were noted with the inside of the outer sheath. No other issues were noted with the device. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
The reported event of catheter difficult to remove. The reported event of stent positioning issue. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.